Event description:
Pt alleges receiving breast implants on an unknown date. Pt also alleges she has had at least six pairs of co implants inserted and now she is sure one has ruptured. She is now disabled and in a wheelchair, because she has trouble walking and is in constant pain. Pt would like her implants removed and new ones inserted.